Event description:
It was reported that the user received an alert 38 during a supply change, could not complete a dry run due to an unable-to-proceed alert, and after rebooting and clearing the alert noted no obstruction in the chamber or bent piston; a replacement was arranged and the user was advised to revert to backup therapy, with reported high glucose up to 400 and device alerts consistent with a motor stall and failure to infuse involving the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem and device failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.